Manufacturer narrative:
B5: event resolution added

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Thirteen days after enrollment in the study, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx device. The following day the patient was discharged on clopidogrel (75mg) and aspirin (100mg). One-hundred and forty-four days post-implant procedure, the patient presented for routine 4-month follow-up. Laa imaging and transesophageal echocardiogram (tee) assessment revealed a laminar, non-mobile thrombus with a maximum area of 0.5cm2 on the atrial facing surface of the watchman flx device. At the time of thrombus discovery, the patient was on aspirin (100mg). In response to the thrombus event, the patient continued aspirin (100mg) and started on rivaroxaban (20mg). It was further reported that on (B)(6) 2023, tee revealed complete seal of the watchman flx device with no evidence of thrombus. The next day rivaroxaban was discontinued due to the event resolution.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that thrombosis occurred. Thirteen days after enrollment in the study, the patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 31mm watchman flx device with a complete laa seal and deployed device diameter of 31.0 mm. The following day the patient was discharged on clopidogrel (75mg) and aspirin (100mg). One-hundred and forty-four days post-implant procedure, the patient presented for routine 4-month follow-up. Laa imaging and transesophageal echocardiogram (tee) assessment revealed a laminar, non-mobile thrombus with a maximum area of 0.5cm2 on the atrial facing surface of the watchman flx device. At the time of thrombus discovery, the patient was on aspirin (100mg). In response to the thrombus event, the patient continued aspirin (100mg) and started on rivaroxaban (20mg).